Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 4/20/2026. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: any patient consequences? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). There was no damage to the patient, material was changed after the damage check as described in the form. Forwarded photos and data of the patient. Material was discarded because it had biological material in its rod and trigger. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows four loose straps next to the tip of a fixation strap device. The image is not clear to determine the failure mode or the reported condition. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and absorbable straps was used. During staple fixation, the stapler jammed after multiple attempts. It released several clips in succession, but they did not attach to the abdominal wall. There were no patient consequences reported. Additional information was requested.